Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the pulse generator exhibited a premature elective replacement indicator. After the elective replacement indicator trip was cleared and nominal values were reset, normal device function resumed. The patient would be monitored.